Event description:
Additional information was received that, imaging was performed and a cardiac perforation of the rv was found. The rv lead was explanted and replaced to resolve this event.

Event description:
During a remote follow up, noise resulting in oversensing, decreased sensing, and decreased pacing impedance were observed on the right ventricular (rv) lead. Dislodgement and poor connection to the header of the device was suspected but this is not confirmed. No intervention has been performed. The patient was stable.